Event description:
It was reported that upon interrogation, high capture threshold due to suspected set screw issue was observed. The lead was repositioned. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.